Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the cb5lt device was received with the tip of the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was found that the tip of the cb5lt had been broken off when a nurse opened the package. Another device was used to complete the case. There were no adverse consequences to the patient.